Manufacturer narrative:
Per -2220 final report post primary and pre revision x-rays, pre-operative planning documents, operative notes and patient details were requested in order to progress with the investigation of this event. However, not all were provided. The appropriate device details were provided and the relevant device manufacturing records were identified and reviewed. All parts associated with these records conformed to material and dimensional specicifcation at the time of manufacture. Based on the information provided for this event, no further investigation can be conducted at this time. However, following review of x-rays and pre-operative planning documents, although it cannot be confirmed, it is possible that increased mobility post-op could have been a contributing factor to this event and thus corin now considers this case closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the ecima liner and ceramic head after approximately 2 months due to the patient dislocating 8 weeks post primary. The revision was originall booked for 20 jun 2019 but was postponed to 02 jul 2019 due to the patient having flu.

Manufacturer narrative:
(B)(4) initial report. It has been requested, that following the revision, post primary and pre revision x-rays, operative notes and patient details are provided in order to progress with the investigation of this event. If received, this information will be provided in a supplemental report upon completion of the investigation. Pre-operative planning documents have been provided. The appropriate device details have been provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity revision pending due to the patient dislocating 8 weeks post op. Corin has been informed that the revision is planned for (B)(6) 2019.